Event description:
The user stated they received erroneous results for calcium and phosphorus. Calcium results for four patient samples were provided, of which 2 were found to be discrepant. No phosphorus results were provided. Sample 1 initial result was 7.8 mg per dl, repeat result from the other d module was 9.5 mg per dl. Sample 2 initial result was 7.4 mg per dl, repeat result from the other d module was 9.2 mg per dl. No patient results were reported from the original d module.

Manufacturer narrative:
The field service representative determined there was air in the multi-switch valve and the rinse function was not checked in the priming parameters. He primed the reagents and performed a precision and qc to verify the analyzer performance.